Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient worked at an electronic store and that people with pacemakers were not allowed on the floor. The patient reported that their implantable neurostimulator (ins) was draining faster. The patient charges twice a week. There were no patient symptoms reported. The patient's managing health care professional (hcp) did not work at their clinic anymore. The patient was working with a new hcp. The patient could not remember the name of the hcp and did not intend to follow up with them regarding this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.